Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump for spinal pain. It was reported the patient was having an MRI (unrelated to the device/therapy). The hcp was told the pump has not worked for 2 years. The hcp had no further history. No symptoms or patient complications reported.